Event description:
It was reported that the patient experienced gradual leakage with the ams 800 artificial urinary sphincter (aus) thus needed a pad. The physician assumed urethral atrophy as the cause, and he decided to remove the entire system. A new aus was placed with a double cuff. No further complication were reported in relation to this event.